Event description:
The reporter stated that the product was cracking and leaking at the sampling site. One event resulted in a neonate losing 1-2 cc of blood. The neonate did not suffer an injury nor was treatment initiated. The reporter did not provide any further info regarding other events however a total of four product samples were returned for evaluation.